Event description:
The following has been reported: alarming pump problem. No patient involvement. Found during testing. No other info available. A preliminary review of the device logs was not performed. The device was returned for evaluation. The pump was powered on to duplicate any errors/alarms. The pump red pump alarmed immediately after start up. The log files were pulled and logfiles showed multiple air compressor failures. The engineering pneumatic plate assembly was placed in the pump to confirm the alarm would go away. No alarms were present. The air compressor was removed and replaced. The pump was reverted to bring up mode to do that recharge test and test the air compressor. No failures were found. The fva lip seals and loading pin lip seals had severe drag. The drag was caused by excessive build up of debris. The fva valve pins, fva lip seals, loading pin lip seals and their channels were removed and cleaned with alcohol. All lip seals were removed and replaced. Additionally, the flex cable that connects the main pcba and flag pcba/frm pcba was punctured. The flex cable was removed and replaced. During investigation it was found the cycle counts on the batteries were high (>115). While the batteries are not a source of failure at this time, they were removed and replaced. Reporting as a conservative measure due to the air compressor issue identified during testing. No adverse effects were reported.